Manufacturer narrative:
Continuation of d11: product ID 97740 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con) and from a manufacturer representative (rep). It was reported that there was no determination of the shocking sensation, but the patient described it as paresthesia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturer representative (rep) who was implanted with a neurostimulator for non-malignant pain. It was reported that spanish speaking patient called because she would like programmer replaced. Due to language confusion, patient service specialist (pss) contacted the rep. On (B)(6), patient went to hospital because of feeling shocking sensations. The rep thought patient's settings were too high and when patient went to use the programmer, the programmer did not work. Patient was able to have someone turn off the stimulation. Rep was not sure who did it. Yesterday, the rep met patient at the healthcare professional (hcp)'s office and checked ins and leads. The rep did not find anything, except that there was corrosion in the battery compartment of the programmer and was most likely why the programmer was not working to decrease settings. No patient symptoms were reported. No further complications were reported.